Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has not been received by zimmer biomet and the investigation will begin once the product is received . Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when removing the pulsavac system from the outer packaging box, it was noticed that the battery compartment was open, thus defective. From the battery compartment black crumbly material has dissolved and distributed itself throughout the plastic packaging. The defect was detected while filling the surgical warehouse. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This follow up reports is being submitted to relay additional information. Investigation summary: review of the device history record for 00515048200, lot number z000007758, identified no relevant deviations or anomalies. Product examination found that the battery pack had ruptured. The sterile packaging was still sealed. This complaint is confirmed. The root cause of the reported event is a short circuit of the unit. However, the source of this short circuit could not be determined due to the extent of the damage of this unit. An evaluation was created to address the length of the wires inside the battery pack in order to eliminate the need to fold them, reducing the likelihood of a short circuit. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.